Event description:
The instrument was used during a laparoscopic tubal ligation. It was reported that arming button kept popping back up. The trocar could not be armed. A new trocar was opened to complete the case. There was no consequence to the pt.